Manufacturer narrative:
According to the received info, the pt had a fracture of the clavicle and it was fixed with the union otps freedomplate. One month later, the fracture was noticed to be slightly displaced but no reoperation was needed. According to the surgeon, the fracture will heal and there is no real harm to the pt. The root cause of this incident is not known the plate may or may not have broken. Based on the qc test results and testing results of the permanent samples the product was within the product specification. This case will be reported so that occurrence rate of this type of complications can be evaluated/followed. The occurrence rate of this type of complications will be evaluated in the product-specific yearly risk evaluation report.

Event description:
According to the rec'd information, clavicle fracture patient treated with the inion freedom plate had fracture displacement 1 month postoperatively. The fixation has not completely failed but the position of the bone fragments is not exactly the same as it was immediately after the operation. However, reoperation is not needed. The pt is a young athletic male.